Manufacturer narrative:
Updated section d4: primary UDI number: (B)(4). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data for alinity I stat high sensitive troponin-I reagent lot 57101ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the patient population for the complaint lot 57101ud00 is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 57101ud00.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on two patients. The results provided were: on (B)(6) 2023 sid (B)(6) initial=36.1 ng/l /repeated=2.3 ng/l /redrawn and repeated after 2hrs sid (B)(6) =2.3 and 2.7 ng/l. On (B)(6) 2024 sid (B)(6) initial=42.7 ng/l /repeated=20.0 and 20.8 ng/l /redrawn and repeated after 2hrs sid (B)(6) =22.8, 22.5, 21.2 ng/l. Laboratory reference range for troponin-I=26.0 ng/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13-34 that has a similar product distributed in the us, list number 4z21.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on two patients. The results provided were: on (B)(6) 2023 sid (B)(6) initial=36.1 ng/l /repeated=2.3 ng/l /redrawn and repeated after 2hrs sid (B)(6)=2.3 and 2.7 ng/l on (B)(6) 2024 sid (B)(6) initial=42.7 ng/l /repeated=20.0 and 20.8 ng/l /redrawn and repeated after 2hrs sid (B)(6) =22.8, 22.5, 21.2 ng/l laboratory reference range for troponin-I=26.0 ng/l there was no reported impact to patient management.